Event description:
During an aortic valve replacement on 3/4/97, a pemco suction probe tip was left in pt's pericardial cavity. The mishap was not detected during the post-operative instrument count, and was not realized until 4/14/97 when the tip was observed on an x-ray. Physicians are communicating with the pt to determine the appropriate course of action.